Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not working; blood glucose level will not lower even after changing accessories. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.